Event description:
It was reported that there was a pump problem. The event logs show a motor stall occurred on (B)(6) 2014 and a tube set message occurred on (B)(6) 2014 with no recovery noted. The patient had an MRI around this time, however, the exact date was not known but thought to be (B)(6) at the time of report. It was noted that the motor was caused by the patient having an MRI. The patient heard a critical alarm, but not until the day of report. The alarm was heard before an update. The pump was interrogated once and no recovery was noted, after interrogating the pump again a motor stall recovery showed up. The patient never had the pump read post MRI. The patient complained of slightly more pain but that was all. The pump was used to infuse ketamine, baclofen, and morphine. No interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j11346r02, implanted: (B)(6) 2002, product type: catheter. (B)(4).